Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance on the right atrial (ra) lead and there was a history of polarity switching over the past year. Thresholds were also high, and there was noise and far field r-wave (ffrw) sensing. It was also reported that the right ventricular (rv) lead impedance was declining, thresholds had increased, and r waves were small. Insulation damage was suspected on the leads. Reprogramming was done and the patient has been referred for a revision. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.